Event description:
Perfusion was priming berlin heart excor vad (p10p 10m #(B)(4)) and discovered plastic in the valve of the heart which could not be removed through priming. Therefore a second backup berlin heart was primed and used.